Event description:
It was reported that customer received a signal too low alarm. It was also reported that customer received a spanish software anomaly and an unexpected restart alarm. Customer was advised to monitor insulin pump and to call back should issue reoccur. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.